Event description:
On (B)(6) 2012, the customer reported that the device passes the user initiate operational check, then upon exiting the operational check, the device ready for use indicator (rfu) displays solid the red x with chirp and multiple inops are displayed including: shock equip malfunction, power supply failure, and pacer equip malfunction. There was no pt impact.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer reported that the device passes the user initiate operational check, then upon exiting the operational check, the device ready for use indicator (rfu) displays solid the red x with chirp and multiple inops are displayed including: shock equip malfunction, power supply failure, and pacer equip malfunction. There was no pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.